Event description:
A pharmacist reported (B)(4) cases of toxic anterior segment syndrome (tass) between (B)(6) 2012. They were unclear as to what was causing the tass. Pts were being treated with steroids and no permanent consequences were reported. Additional info was received from the surgeon who reported that two surgeons were involved in these cases. This report is for the second surgeon, who stopped performing surgeries after (B)(6) 2012 for reasons not related to this event. The initial reporter clarified that the issue was identified in (B)(6) 2012 and (B)(4) cases were observed until (B)(6) 2012. It is unk how many of these pts were treated by this surgeon. Additional info has been requested. This is the second of three reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).